Event description:
It was reported via repair work order that the cot will not lock into the cot fastener due to a bent right outer base tube. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.